Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery spatula instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that during central processing, the permanent cautery spatula instrument plastic gear clip fell off. There was no report of patient involvement. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery spatula (pcs) instrument was analyzed and found the instrument input disk 7 is not used and it is in expected condition to not be present. A grey input called a plug is in its place appearing to be broken. Visual inspection was performed and found no physical damage. The part was returned with a reported complaint that does not affect functionality. No damage found. No product issue was identified. The complaint regarding plastic gear clip fell/broke off was not confirmed by failure analysis. The probable root cause cannot yet be determined based on the information provided.

Event description:
Refer to h11 for follow-up information.